Manufacturer narrative:
Investigation summary. A device history review was conducted for the reported lot numbers. Our records show that this is the only instance of this issue occurring in each of these production batches. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle did not retract. There was no report of patient impact. The following information was provided by the initial reporter: we have had issues with the needles not retracting as well. These incidents have happened with both said lot numbers.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2216568. Medical device expiration date: 31jul2025. Device manufacture date: 17aug2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle did not retract. There was no report of patient impact. The following information was provided by the initial reporter: we have had issues with the needles not retracting as well. These incidents have happened with both said lot numbers.